Event description:
Patient reported that lancet does not retract into the softclix lancet device. No patient injury was reported and no treatment was recieved. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement was shipped.